Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had sought medical attention with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod. In addition the patient reported being unsure if the cannula was properly seated in the infusion site (arm). The patient was unable to bolus as they had been locked out of their controller in which has been recorded on a previous complaint. The patient had gone to their clinic and was treated with 4 units of insulin.